Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged sleep apnea. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The previous report was filed incorrectly in this report it is corrected and updated. The correct verbiage is, "the manufacturer was contacted in reference to the rep dreamstation auto bipap devices. The patient has alleged sleep apnea and power supply error. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete." Box b and h is corrected and updated.

Event description:
The manufacturer was contacted in reference to the rep dreamstation auto bipap devices. The patient has alleged sleep apnea and power supply error. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.